Event description:
While using the ligasure on the pt's soft tissue (bowel) the ligasure jaw broke. Ligasure was removed through the trocar. Pieces were still attached by wire. No pieces left in pt. No harm to pt.